Manufacturer narrative:
The lead was returned for patient death. As received, a complete lead was returned in one piece with the helix found stretched/bent and clogged with dried blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found no anomalies except for procedural damage.

Event description:
Related manufacturer reference number: 2017865-2021-40497. It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests the death was device related. No additional information was available.